Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that the vt was out of range, too low (set value = 500 ml but monitored value = 142 ml). No patient involvement.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the main pcba. Events log recorded transducer fault and svt calibration failed. All transducer tests passed. Exhal diff press transducer calibration failed at 3 cmh2o with a/d: 734. This issue is addressed in an internal correction.